Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced low blood sugar, loss of consciousness and was unable to self-treat, requiring third-party administration of a glass of coke for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap and no issues were observed. The applicator has been fired correctly. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 8,observed sensor signal low error message along with a drop in glucose values. Insertion failure were observed on the sensor tail. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced low blood sugar, loss of consciousness and was unable to self-treat, requiring third-party administration of a glass of coke for treatment. There was no report of death or permanent impairment associated with this event.